Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had a pump refill on (B)(6) 2021 and the infusion nurse noticed some discolored fluid seep out of the pocket when withdrawing the needle after completing the refill. The patient was not experiencing any issues and there was no discrepancy with the refill volumes. There were no environmental, external, or patient factors that may have led or contributed to the issue. The managing physician was contacted and met with the patient on (B)(6) 2021 and observed the pocket site. The physician suspected an infection at the pump pocket site and decided to explant the entire system and take cultures to test for infection. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.